Event description:
On 6th may 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, the paint chipping on the fork was discovered. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Initial reporter: getinge service technician. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 6th may 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, the paint chipping on hoop was discovered. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: on 6th may 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, the paint chipping on the fork was discovered. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, the paint chipping on hook was discovered. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 6th may 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 500. As it was stated, upon the preventive maintenance activities being performed on the device, the paint chipping on hoop was discovered. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.